Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is the zip tie was replaced. Additional malfunction is the power switch has a short circuit.